Manufacturer narrative:
(B)(4). Corrected data: catalog # corrected to cs-15854-e. The customer returned the actual sample along with a representative sample for evaluation. Both catheters were marked 8.5fr x 20 cm on the juncture hub. The representative sample appeared typical and no anomalies were observed. On the complaint sample, the distal and medial 1 luer hubs had separated from the extension lines. Under microscopic examination, the medial 1 extension line tore off approximately 0.5mm inside the luer hub. The distal extension line tore off the approximately 0.5 - 1mm inside the luer hub. The distal and medial 1 luer hubs were cross sectioned to verify that the extension line was inserted the correct depth during the hub molding step. The distal luer hub was cross sectioned. This showed that the extension line had been inserted into the luer hub 9mm during the molding process. The medial 1 luer hub was cross sectioned. This showed that the extension line had been inserted into the luer hub 9mm during the molding process. The 9mm insertion depth on both luer hubs is consistent with the graphic. A review of the device history records (DHR) for the catheter did not reveal any manufacturing related issues. Other remarks: the report that two luer hubs separated when the patient moved from a chair was confirmed through examination of the returned sample. The extension tubing tore off just inside the distal and medial 1 luer hubs. Based on the appearance of the tubing and the report that the event occurred during patient movement, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer reports that a (B)(6) agitated patient who was getting up from his armchair, pulled out his central line which was inserted for several days. There is a clear rupture of the distal line and median line. A new catheter was inserted. Clinical consequence - severe gas (air) embolism. The patient was intubated and ventilated.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer reports that a (B)(6) agitated patient who was getting up from his armchair, pulled out his central line which was inserted for several days. There is a clear rupture of the distal line and median line. A new catheter was inserted. Clinical consequence - severe gas (air) embolism. The patient was intubated and ventilated.